Event description:
On 2016-06-28, additional information was received from an attorney regarding a patient who was alleged to have been injured due to the device system's failure to deliver medications as prescribed, which required removal of the defective device; the nature of the personal injuries was not specified. Indications for pump use included non-malignant pain and failed back surgery syndrome. Medical history and concomitant medications were not reported. The unspecified injuries were reported to have occurred "within the past several years"; as of the letter dated 2016-06-21, which was received by the manufacturer on 2016-06-28. It was reported that wrongful death resulted in "some instances," but it was not specified if the patient in this event actually died. The reportedly defective device system caused the patient and their family personal and economic injuries including but not limited to injuries and medical bills related to the failure of the device, and injuries and medical bills caused by the surgery or surgeries to remove the device.

Manufacturer narrative:
(B)(4)

Event description:
Information was received from a patient who was receiving morphine via intrathecal drug delivery pump. The indications for use of the pump were failed back surgery syndrome and non-malignant pain. It was reported that the pump was giving out more medication than what it was programmed for in 2011. The patient had her pump filled in the hospital. When she went back into the unit, she was messed up and could hardly walk. The patient was then taken back to the hospital. Because of the incident where the patient got too much medication, the healthcare provider (hcp) decided not to refill or use the pump anymore. As of 2015-dec-29, the pump was empty and had not been refilled since 2011. No diagnostics had been performed to assess the pump. The patient needed to see an hcp regarding the decision to medically explant the device; she wanted to know if it was okay to have the pump removed. No information related to the cause of the medication delivery issue, interventions/actions performed, and outcome was reported. Further follow-up was requested to obtain additional information.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported there was a delivery failure that resulted in withdrawal, overdose, and hospitalization. The date of the injury was under investigation.